Event description:
It was reported than during an in clinic visit the representative was unable to establish communication with the insertable cardiac monitor (icm). Attempts to wake the icm using both a magnet and a donut magnet were unsuccessful. Connectivity issues were observed between the icm and the patient mobile monitor, and the app was also unable to restore communication despite being active and previously provisioned. Additional troubleshooting was performed using clinic equipment and the patient mobile monitor app without success. The icm was confirmed to be palpable and not migrated. Due to the inability to communicate with the icm, explant and return for analysis were recommended for technical service evaluation, with coordination planned with the physician and clinic. No adverse patient effects were reported. The icm was explanted, and a replacement device of the same model was implanted. Additional information confirms that after the icm was unable to connect to the mobile application, provided mobile devices, or the clinic assist phone. He icm has been returned for analysis.

Manufacturer narrative:
This supplemental report 001, was sent do the device was returned for analysis.

Event description:
It was reported than during an in-clinic visit the representative was unable to establish communication with the insertable cardiac monitor (icm). Attempts to wake the icm using both a magnet and a donut magnet were unsuccessful. Connectivity issues were observed between the icm and the patient mobile monitor, and the app was also unable to restore communication despite being active and previously provisioned. Additional troubleshooting was performed using clinic equipment and the patient mobile monitor app without success. The icm was confirmed to be palpable and not migrated. Due to the inability to communicate with the icm, explant and return for analysis were recommended for technical service evaluation, with coordination planned with the physician and clinic. No adverse patient effects were reported. The icm was explanted, and a replacement device of the same model was implanted. Additional information confirms that after the icm was unable to connect to the mobile application, provided mobile devices, or the clinic assist phone. The icm has been returned for analysis.